Event description:
It was reported that there was "spurious, erratic" pacing spikes noted recently on telemetry. The patient had a chronic abdominal pacemaker that had been left in place after implant of a biventricular pacemaker. The abdominal device was explanted to stop it from interfering with the biventricular device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.